Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the customer would successfully clear the alarm and resume insulin deliveries. Customer's blood glucose level was 138 mg/dl.